Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the no image event occurred because of leakage/seal problem resulting in fluid invasion. The scope connector was likely burnt due to an overheating problem. Lastly, the missing adhesive was likely caused by stress. However, root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited no image, flickering when angulated, the glue at the distal end plastic cover was missing and the scope connector was burned. There was no patient involvement.